Manufacturer narrative:
(Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.").

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 600 mg/dl. The customer was unsure of the suspected cause but thought it was due to consuming too much sugar but not taking enough insulin to compensate. A bolus was delivered to address bg level. Additionally, the customer experienced a bg level of 88 mg/dl, due to delivering too much insulin. Carbohydrates was consumed to address bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.